Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via the 24 hour helpline senior inbox that customer was hospitalized in (B)(6) with diabetic ketoacidosis due to customer running out of insulin. Three unsuccessful attempts were made to contact customer regarding hospitalization information.